Event description:
It was reported that during central processing, the plastic was chipped near the graspers on the fenestrated bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the plastic being chipped near the graspers, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy. The complaint regarding a chip near the grasper was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument (part# 471205-17 / lot# k11220221 0388) was last used on (B)(6) 2022 on system (B)(4) for a simple prostatectomy procedure. There were 8 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. Images associated with this reported event were not submitted for review. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: failure analysis found the fenestrated bipolar forceps instrument charring and localized melting at the grip base between the grips. While there was no harm or injury reported, the failure mode could likely cause or contribute to an adverse event if it were to recur.